Manufacturer narrative:
Jul 4, 2017: medical records received. After review of the medical records for MDR reportability, revision notes stated large intra-articular effusion, intra-articular metallosis, minimal bone loss, large intraosseous solid bone cyst. Pathology report showed irregular firm brown tissue. Clinical notes reported pain, discomfort, swelling, intermittently limp, minimal tenderness, serum cobalt is above 7ppb. Part and lot information were provided. This complaint was updated on: aug 3, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On jul 4, 2017: medical records received. After review of the medical records for MDR reportability, revision notes stated large intra-articular effusion, intra-articular metallosis, minimal bone loss, large intra-osseous solid bone cyst. Pathology report showed irregular firm brown tissue. Clinical notes reported pain, discomfort, swelling, intermittently limp, minimal tenderness, serum cobalt is above 7ppb. Part and lot information were provided. This complaint was updated on: aug 8, 2017.